Event description:
While getting the resident out of the tub, a scraping noise was heard as the chair went to the foot of the tub. At the foot of the tub, the chair tipped to the left causing the resident to lean to the left causing a skin tear to the left elbow, and an abrasion to the left hip and thigh.

Manufacturer narrative:
Upon investigation, the service technician discovered the transfer carrier rails and pin retainer were out of alignment. The apollo service technician re-aligned and tightened all nuts, bolts and screws. Tub is back in good working condition.